Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 44 mg/dl. The doctor was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.